Event description:
The pump was returned for investigation. Evaluation revealed that the down arrow and ok keypad buttons are intermittently unresponsive. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and ok keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. The audio bolus button cover was missing, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.